Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model and device manufacture date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, order frequency code was showing multiple times. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.